Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.